Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned .the complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and passed. Performed pairing test with (B)(4) bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review loss of connection was found. The reported event of a loss of connection was confirmed. The probable root cause could not be determined.